Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the video function did not function normally due to the cable failure and image noise was generated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue identified during pre-use inspection for therapeutic thoracoscopic lung resection. The procedure was completed with same device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a noise in the image. There were no reports of patient harm.